Event description:
The customer contact reported device breakage. The tubing was to be used to deliver an unspecified iron solution. It was reported prior to pt use, while priming the tubing set, a split was noted at the connection between the semi rigid adapter and the clave secondary port; subsequential an unspecified volume of solution leaked. The tubing set was immediately replaced and therapy was resumed. There were no reported adverse pt effects and no reported delays of critical therapy. No medical interventions were reported. No add'l info was provided.

Manufacturer narrative:
One used sample was rec'd and evaluated. Visual inspection revealed that the clave at the secondary port of the cassette was partially torn off. Additionally, the joint point between the semi-rigid and secondary port of the cassette was measure and it is within tolerance. A formal investigation has been opened. The probable cause is related to design of male/ female adapter (semi-rigid) since the design is not robust. The semi-rigid adapter could break during packing and shipping process due to the inherent weakness of the semi rigid design itself. This report represents all the info known by the reporter upon query by hospira personnel.